Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they had a piriformis injection in their right leg and a CT scan. The patient stated the ins was on and they felt a shock/charge. The patient reported they turned the ins off and continued the CT scan however the patient felt energy moving even when the ins was off. The patient stated that the scan was of their buttocks. There were no further complications reported.